Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had green light on the screen (green screen). The issue was found during a laparoscopic hernia procedure, the intended procedure was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated with additional information: h3, h4, d8, d9, h6, b5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation found the following issues: the charged coupled device (r-unit) was broken, and the fiber bonding of the distal end was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken leading to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had green light on the screen (green screen). The issue was found during a laparoscopic hernia procedure, the intended procedure was finished with the same device with a 15 to 20 minute delay. There were no reports of patient harm.